Event description:
It was initially reported by the operating room nurse that the patient had his battery replaced due to end of service. Explanted generator was returned to manufacturer for analysis. Analysis was completed on the returned generator and the reported end of service was duplicated. However, analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. The out-of-limit supply current pulsing could potentially be a contributing factor to the end-of-service condition; however, results of the battery longevity prediction confirm that the end-of-service condition an expected event.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.